Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the abdomen on 04-20-2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, a correction is required. B3 date of event - correction g6 type of report - additional information h2 type of follow up - correction h10 corrected data

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B5: describe event or problem - addition information g3 date received by mfg - addition information g6 type of report - addition information h2: additional information/ device evaluation - addition information h6: adverse event problem - correction.

Event description:
Subsequent to the initial MDR, a correction is required.